Event description:
The customer reported that the system displayed a control panel error messaged followed by a system lock up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel and ffb circuit board power supply voltage was adjusted. The system was then found to be operating as intended.